Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. An attempt has been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2021) 25:1593-1600; https:/ / doi.org/ 10.1007 /s 10029-021-02489-3.

Event description:
Title: component separation and large incisional hernia: predictive factors of recurrence the purpose of the study is to clarify the factors related to recurrence after component separation technique. Between (B)(6) 2006 and (B)(6) 2017, 381 patients with incisional hernia who underwent component separation technique were included in the study. There were 171 males and 210 females. The patients without hernia recurrence had a mean age of 51.6 years while patients who had hernia recurrence had a mean age of 51.3 years. There were 144 patients who had a bmi of over 30. All the patients had a transverse hernia defect greater than 10 cm. During the hernia repair procedure, non-ethicon polypropylene or polyvinylidene fluoride meshes (manufacturers: unknown) were placed onlay. In some cases, the mesh was anchored to the costal margin and anterior iliac spine and pubis between the internal and external muscles using nonabsorbable tackers in 231 patients or prolene sutures (ethicon) in 113 patients. The final step of the surgical procedure was a myoplasty, fixing the border of the external oblique muscle to the mesh. Postoperatively, the patients were followed up 1 month, 3 months, and 1 year after the surgery, followed by subsequent annual follow-ups. A complete 5-year follow-up period was achieved in most patients, and a CT scan was performed to check their wellbeing at the end of this period. Reported complications included hernia recurrence (n=13), hematoma (n=?) And surgical site infection (n=?). In conclusion, obesity (bmi > 30), immunosuppressive drug use, and postoperative wound infections were predictors of recurrence after component separation technique.